Manufacturer narrative:
Correction: section h6 - removed an oversensing coding.

Event description:
New information received notes that programming changes were made on (B)(6) 2024.

Manufacturer narrative:
Correction: section b5 - there was no oversensing occurrence on the patient's insertable cardiac monitor (icm).

Event description:
There was no oversensing occurrence on the patient's insertable cardiac monitor (icm) and programming changes were made on (B)(6) 2024.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s insertable cardiac monitor (icm) showed false atrial fibrillation (af) episodes due to an unspecified oversensing and diagnostic anomaly. No intervention was performed. The patient had no adverse consequences.